Event description:
The pt felt the tip of the inplanted lead protruding through the scalp. The pt contacted the doctor and he advised them to keep the area dry and to put antibiotic ointment on the area until the pt returned from vacation. When the pt returned from vacation, they had revision surgery to replace the lead. It has been reported that the pt is getting good paresthesia.